Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged they received questionable carbohydrate antigen 19- 9 (ca 19-9) results for one patient on their e601 analyzer. On (B)(6) 2013, the patient had a ca 19-9 result from an abbott architect analyzer of 217.5 u/ml. On (B)(6) 2013, the patient had a ca 19-9 result from an e601 analyzer of 32.46 u/ml. On (B)(6) 2013, the patient had a ca 19-9 result from an abbott architect analyzer 160 u/ml. On (B)(6) 2013, the patient had a ca 19-9 result from an e601 analyzer of 32.20 u/ml. On (B)(6) 2013, the patient had a ca 19-9 result from a siemens advia centaur analyzer of 71.5 u/ml. It was unknown if the results came from the same patient sample. It was unknown if any of the results were reported outside the laboratory. It was unknown if there were any adverse events. The ca 19-9 reagent lot number was either 170875 or 170785 and the expiration date was not provided.

Manufacturer narrative:
Additional information was provided by the customer. The patient's result of 32.20 u/ml from the e601 on (B)(6) 2013 and the result of 71.5 u/ml from the siemens advia centaur were from the same patient sample draw. The result from the e601 did not affect the patient's treatment, the physician based it on the results from the architect.

Manufacturer narrative:
The sample from (B)(4) 2013 was returned for investigation. The sample was tested on a cobas e411 and the customer's result was verified. There was no evidence of an interference in the sample. There was no evidence of erroneous results in this patient sample based on the interference testing.